Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 29mm sapien 3 ultra resilia valve in the mitral position inside a pre-existing surgical valve. The team completed advancement of the system and valve through the 24fr non-edwards sheath, valve alignment, and rotation of the system while advancing into the body as expected. Crossing the septum was a challenge but the physician was able to advance through. They positioned the valve into the mitral prosthesis, rapid paced, then deployed the valve and found the balloon was ruptured. The valve, commander, and sheath were all removed as one unit. A new system was prepped and new valve was deployed successfully. As per follow-up with the fcs, the balloon tip only received a small amount of fluid. There was withdrawal difficulty due to the valve being mounted onto the balloon and slight inflation of the balloon tip. The perceived root cause is believed to be due to tension in the system as the ic performed valve alignment inside sheath and then exited the sheath.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. The returned device was visually inspected for any abnormalities and the following was observed: inflation balloon material observed bunching distally from the distal end of the thv, when flex tip and gore sheath were retracted, and I/c bond was observed to be separated, and minor gouges observed on the flex tip. Based on the observed I/c bond separation and partially retracted thv with inflation balloon bunching, the complaints were confirmed. Due to the nature of the complaint, no applicable functional testing was able to be performed. The complaint was confirmed through visual inspection. Dimensional testing was performed and double-wall thickness measurements of the crimp balloon were taken, as an out of specification measurement could make the material more susceptible to tearing and be indicative of a manufacturing non-conformance. The measured components were within specifications per drawings. Imagery provided from the site was evaluated, and the following was observed: imagery reveals contrast leakage at the triple markers during deployment attempt, and the valve was not properly aligned between the triple markers. The complaints for "withdraw catheter and valve through vasculature / sheath - difficulty or inability to withdraw system with valve through non-edwards sheath" and "general risk - failure - balloon torn" were confirmed based on evaluation of the returned complaint device and provided imagery. No manufacturing non-conformances were identified during engineering evaluation. A review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. General risk - failure - balloon torn: as reported, "they positioned the valve into the mitral prosthesis, rapid paced, then deployed the valve and found the balloon was ruptured." Per imagery review, contrast leakage was observed around the triple markers during deployment. As per engineering findings, there was separation observed at the I/c bond when sheath and flex shaft were retracted. It is possible that performing valve alignment inside the sheath in patient resulted in higher-than-normal tension in the system and resulted in the crimp balloon separation. However, without applicable procedural imagery, a definitive root cause is unable to be determined. Available information suggests that procedural factors (valve alignment performed in sheath, off-label use) may have contributed to the complaint event. Withdraw catheter and valve through vasculature / sheath - difficulty or inability to withdraw system with valve through non-edwards sheath: as reported, "there was withdrawal difficulty due to the valve being mounted onto the balloon and slight inflation of the balloon tip." It is possible the slight inflation reported and the torn I/c bond may have contributed to an altered balloon profile and valve which can increase resistance during delivery system withdrawal into the non-edwards sheath and result in the reported withdrawal difficulties. However, without applicable patient/procedural imagery, a definitive root cause is unable to be determined. Available information suggests that procedural factors (withdrawal of torn balloon, withdrawal of altered balloon profile) may have contributed to the complaint event. No IFU/labeling/training manual inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative action nor pra is required at this time.